Event description:
Nellcor puritan bennett rec'd a call from rep of facility on 05/27/1999. Facility called to report the following problem: intermittent shutdown while on pt. Unit did alarm. No pt harm.